Manufacturer narrative:
Internal file number: (B)(4). The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The devices were not returned for analysis. A review of the lot history records could not be performed as the part and lot information was not provided. The reported patient effects of worsening mitral regurgitation (mr) and mitral valve injury (tissue damage), are listed in the mitraclip system instructions for use, as known possible complications associated with mitraclip procedures. Based on the available information, a definitive cause for the reported mr and tissue damage could not be determined. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
Patient codes: 1964 labeled 2104 labeled device codes: 2993 labeled na internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. B3, b6: dates - estimated g9: exemption number e2019001 - permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clips remain in the patients. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other events noted in the article are filed under different manufacturing report numbers.

Event description:
This is filed to report recurrent mitral regurgitation (mr) and tissue damage. It was reported through a research article, that the following adverse events occurred post clip implantation and may be related to the implanted clip: recurrent mitral regurgitation (mr), tissue damage, medical intervention, surgical intervention and re-hospitalization. Details are listed in the article, titled transcatheter therapy of residual mitral regurgitation after mitraclip therapy. Please see article for additional information.